Manufacturer narrative:
Device received with minor scratched lcd window. Device received with cracked lcd window and cracked case at the display window corner. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test , displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. No motor error alarm noted. Motor passed motor test. No missing segment or partial display noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2 or lcd locked properly during visual inspection. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches and crack on the screen, had a no delivery, motor error and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.